Event description:
It was reported that the rv lead was explanted due to sensing difficulties and increasing thresholds. Lead repositioning was attempted, but was unsuccessful. No patient complications were reported as a result of this event.